Event description:
It was reported that during an iliac stenting treatment procedure, stent damage occurred. The lesion was located in the right iliac artery. A 7.0x60x75cm express vascular ld stent delivery system was advanced via the left iliac artery to the right iliac artery. At the bifurcation access was difficult and the stent could not cross. Damage was noted at the distal end of the stent and the stent delivery system was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only (B)(4) approved but it is similar to an approved us device.

Event description:
It was further reported that vascular access was obtained via the left femoral artery. The 80% stenosed de novo lesion was located in the moderately torutuous and moderately calcified right iliac artery.

Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile examination of the returned device revealed no damage was noted to the shaft of the device. There was no stent on the balloon. The balloon was folded but not wrapped around the shaft of the device. Visual and microscopic examination of the balloon revealed a clear impression was visible of where the stent was originally crimped on to the balloon. It was not possible to comment on the condition of the stent as the stent was not returned. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure (rbp) with no leaks noted. A vacuum was pulled and the balloon deflated with no issues noted. The device was passed over a cis bsc 0.035" guidewire with no restrictions noted. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was further reported that vascular access was obtained via the left femoral artery. The 80% stenosed de novo lesion was located in the moderately tortuous and moderately calcified right iliac artery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).